Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer¿s blood glucose level was 516 mg/dl. Customer administered manual injections to address bg level. The customer reverted to an alternate method of insulin therapy.